Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one vaccess CT low-profile port attached to a catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter segment was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks; no leaks were noted. However, the investigation is inconclusive for the reported unable to flush, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port placement, it was allegedly unable to flush the port. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one vaccess CT low-profile port attached to a catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter segment was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks; no leaks were noted. However, the investigation is inconclusive for the reported unable to flush, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, it was allegedly unable to flush the port. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that post port placement, it was allegedly unable to flush the port. The procedure was completed using another device. There was no reported patient injury.